Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The information received by medtronic indicated that the piece of plastic missing off the reservoir compartment and black o-ring was missing. The customer reported that reservoir was not able to lock in place. It was reported that the insulin pump had failed battery test, buttons were harder to press, reservoir cap broken and sometimes falls out, random no delivery alarm and insulin pump not giving the correct amount of insulin. The device will not be returned for the analysis.